Event description:
A customer reported a malfunction on the pump, and there were no notable events leading up to this issue. There was no adverse impact on the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.